Manufacturer narrative:
Additional information was received on 11/18/2020, patient underwent bilateral removal and replacement a 400cc mentor memorygel breast implant on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation with a 330cc mentor smooth round high profile saline breast implant experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 12/11/2020, the mentor failure analysis lab has received the device for evaluation. On 12/16/2020, mentor became aware that patient experienced capsular contracture baker grade iii reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture the investigation of the returned device was completed by the failure analysis lab 1/6/2021. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant and developed capsular contracture. During visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the anterior view. A tear was also observed within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).